Manufacturer narrative:
Method - (process evaluation): device history record review, medical review. Results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggest a contributory factor to the complaint. Per medical review - reportedly, posterior capsule was not stable enough to support lens upon insertion requiring intraoperative lens removal. Incision was not enlarged and no other tissue damage was reported. Another model lens was successfully implanted in the sulcus. According to the report by a nurse, dated on (B)(6) 2015, the cause of the event was patient related factor (anatomy issue).the same report stated that there was no capsular damage and no other injury to the patient. (B)(4)

Manufacturer narrative:
Visual inspection of the returned product found the lens both haptics and piece of optic are torn off missing. Lens was returned dry. There was evidence of dark residue on lens surface. (B)(4).

Manufacturer narrative:
Diopter: +22.50. Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®). (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon inserted a aa4204vf +22.50 diopter silicone single piece lens into the patient's right eye. The capsule would not support the lens. The physician cut the lens to remove from the eye and implanted a non-staar sulcus lens. The cause of this incident was patient anatomy. The incision was not enlarged and no suture was required. There was no patient injury. The capsule was not damaged, it would just not support the lens.